Manufacturer narrative:
(B) (4) conclusion : the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. Since also medwatch 2210968-2009-01171. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent an unknown surgical procedure on (B) (6) 2009. After the reservoir was connected to the drain, the reservoir locking plate would not lock. The surgeon exchanged the reservoir for another one with no adverse pt consequences.